Event description:
Patient was revised sometime in 2013 due to unknown reason.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. The information received indicated that the patient is represented by legal counsel. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.